Event description:
On 05/15/2008 the pt reported that she is experiencing air bubbles in her insulin cartridge. She switched to her backup infusion device and had no issues with air bubbles forming. She switched back to her primary infusion device and stated that the bubbles began to form immediately after the insulin cartridge was inserted. She stated that a gap of air formed at the top of the insulin cartridge. She stated that she uses room temperature insulin and inserts the insulin cartridge into the infusion device per the user's manual. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.